Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the heavily calcified right coronary artery. A 2.8x16mm rx graftmaster covered stent failed to cross due to proximal calcification of the anatomy. However, the perforation was sealed with balloon tamponade/inflations. There were no reported adverse patient sequelae. No additional information was provided.